Manufacturer narrative:
Correction: the device was previously reported in error as it is a device not approved in the united states but is similar. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a nonsignificant bleeding from the cardiac resynchronization therapy defibrillator (crt-d) pocket hematoma. The patient bandage was changed due to the persistence of that bleeding. The hematoma is no longer bleeding, and the device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.